Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿unable to proceed¿ associated with alert 42 while the patient was attempting a supply change, the device could not rewind the piston despite multiple restarts from the pump and the mobile app, and the patient¿s glucose at the time was 395 mg/dl; the patient uses dexcom g7. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with an insulin motor current sense failure. It was concluded, based on previously established findings for similar reports, determined to be caused by a faulty motor.